Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a cup was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that there was a left knee revision due to dislocation.

Event description:
It was reported that this was a hip revision, not a knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.